Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery compartment cracked. Uso (upstream occlusion) seal lifted. Ehl (event history log) was reviewed. The customer's reported error code could not be found/duplicated. Occlusion test performed. Test failed as dso (downstream occlusion) does not occlude when crimped. Replaced latch/lock flex sensor, dso, uso and aild (air-in-line detector) sensor due to failures in pvt (product verification testing). The battery compartment and motor have been replaced for physical damage and odometer max reached respectively. Updated software and recalibrated sensors. Unit is unable to pass the downstream occlusion test even with new sensors, requiring a new pwa (printed wireless assembly) board. Due to new pwa a new lcd (liquid crystal display) would also be required. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had error 41541. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.